Event description:
During review of the manufacturer's in-house programming database, it was observed that high lead impedance was observed on (B)(6) 2014 on system diagnostics. Prior to this, system diagnostics on (B)(6) 2012 were within normal limits indicating proper device function at that time. The device was not programmed off. Normal mode diagnostics were not performed on this date, so it is unknown if the high impedance was due to low battery with the 1ma stimulation for system diagnostics not able to be delivered due to the low battery voltage or whether there was a device issue, such as a lead fracture. It was reported in (B)(6) 2014 that the patient was seizure free so was not having the vns replaced at that time. No additional relevant information has been received to date. No surgical intervention has been taken to date.